Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar). A femoral angiogram was not performed. Reportedly, a suture retrieval issue occurred with three proglide devices during suture harvesting. The sutures of two other proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 18f and the evar procedure was completed. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The needle to cuff miss was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure as other proglide devices were used to achieve hemostasis. It should be noted the perclose proglide instructions for use, state: perform a femoral angiogram to verify the puncture location. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.